Event description:
It was reported via repair work order that the lift would drift due to broken nylon glides. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.